Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured before crossing the lesion. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No patient complications were reported.